Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation.

Event description:
It was reported that the surgeon was using ar-3638 knotless fibertaks for a labral repair and one of the implants fail though it appeared the surgeon was using the proper technique. The anchor sheath/body remained in the patient and the knotless mechanism was not able to be completed so the surgeon removed the repair stitch. The surgeon went to shuttle the repair stitch through itself and it got stuck and would not cinch down anymore. They removed the stitch with an arthroscopic cutter and the anchor body/sheath remained in the patient but the blue repair stitch was mostly removed. The surgeon used disposable kit ar-3638dc (lot: 11474938) for insertion. The patient was not harmed and the case was completed successfully using additional knotless fibertak anchors. There were no other issues with anchors from the same lot number.